Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was in bed when the pt¿s wife noticed speed drops, pi events, and power fluctuations. The pt was transported to the local emergency room and medication was started. The pt was then transported to the implanting center and history screen was reviewed. By that time, pt¿s power and speed were normal.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.